Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device found evidence to support disassociation of the liner from the cup while implanted. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported to surgeon with dislocated hip after a fall. Surgeon operated on patient finding poly liner has been damaged inside acetabular shell. The ceramic head was also damaged. The acetabular shell was removed for way of a new prosthesis also. Additional information received 1/4/21 reporting a disassociation of liner from cup had occurred.